Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger stopped charging the device after approximately five minutes, and the device battery was at 23 percent at the time of the call while the user¿s blood glucose was 140 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no impact on the user¿s health and no need for medical intervention. Investigation included a review of the reported charging performance and provision of a replacement charger for troubleshooting. Investigation of this case revealed a suspected malfunction of the external charging accessory. It was concluded that the event involved a device component malfunction limited to the charger without patient harm.